Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review was performed and no deviation was found. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a coil migrated to the left pulmonary artery. The target lesion was located in the deep iliac artery. An 8.0mm x 14cm interlock¿-35 was successfully implanted in the target area; however, after a non-bsc diagnostic catheter with a hydrophilic guide was positioned, the catheter produced an arteriovenous fistula subsequently causing the coil to migrate to the left pulmonary artery. Snaring was done to extract the migrated coil but it was unsuccessful. No further medical interventions were done to remove the migrated coil in the pulmonary artery. A non-bsc vascular plug was implanted to occlude the target area. The patient was then put on intensive care unit for follow-up. No further patient complications were reported. The patient was eventually discharged stable and at home.